Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic with non-sustained lead noise episodes due to myopotential oversensing. Programming changes were made and patient was stable after the event.